Manufacturer narrative:
(B)(4).

Event description:
The symptom reported to philips healthcare was "error, can't pass a test". The philips customer service operations analyst later clarified that the customer reported the device failed the user initiated operational check and indicated defibrillation equipment failure to discharge. There was no pt involvement.